Event description:
Case description: it was reported that the patient received a new pen and it was working smoothly. Since last submission, this case has been updated with the following -additional reference number added -the information about the new pen was updated in the narrative -narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Fluctuating blood glucose levels (20 - 389 mg/dl) [blood glucose fluctuation] push button is hard to depress, piston rod is hard to twist back [device issue] suspects wrong insulin dosing due to fluctuating blood glucose levels by pen [device delivery system issue]. Case description: this serious spontaneous case received via regulatory authority from germany was reported by a consumer as "fluctuating blood glucose levels (20 - 389 mg/dl)(blood glucose fluctuation)" with an unspecified onset date, "push button is hard to depress, piston rod is hard to twist back(device component issue)" with an unspecified onset date, "suspects wrong insulin dosing due to fluctuating blood glucose levels by pen(inaccurate delivery by device)" with an unspecified onset date, and concerned a 44 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Current condition: type 1 diabetes mellitus(duration not reported). On an unknown date it was reported that the push button was hard to depress and piston rod was hard to twist back. The patient suspected that wrong insulin dose was administered as the patient had fluctuating blood glucose levels(blood glucose) (20 - 389 mg/dl) during use of novopen echo plus. Batch numbers: novopen echo plus: lvg4s96. The outcome for the event "fluctuating blood glucose levels (20 - 389 mg/dl)(blood glucose fluctuation)" was not reported. The outcome for the event "push button is hard to depress, piston rod is hard to twist back(device component issue)" was not reported. The outcome for the event "suspects wrong insulin dosing due to fluctuating blood glucose levels by pen(inaccurate delivery by device)" was not reported. Since last submission, this case has been updated with the following(not yet recovered) -additional reference number added. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes:

Event description:
Case description: investigational results: name: novopen echo plus, batch number: lvg4s96. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign matter was observed on piston rod, however, the piston rod was difficult to retract. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The force required to depress the push-button was measured. The results were found to comply with specifications. Confirm the piston rod is difficult to retract. This is due to accumulation of foreign matter on the piston rod. The fault is caused by accidental handling during use of the device. Since last submission, this case has been updated with the following inv results, imdrf codings were upated, EU/ca tab was updated, narrative was updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00130. Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary name: novopen echo plus, batch number: lvg4s96. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign matter was observed on piston rod, however, the piston rod was difficult to retract. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The force required to depress the push-button was measured. The results were found to comply with specifications. Confirm the piston rod is difficult to retract. This is due to accumulation of foreign matter on the piston rod. The fault is caused by accidental handling during use of the device.